Event description:
Pt appeared to have malfunctioning ventriculoperitoneal shunt valve. X-ray showed the valve was in the position that was not engineered and not in spectrum according to the manufacturer's information. A previous x-ray shows that her ventricles are very small and that the valve is set at a number that does not correlate to any number. It also indicated the valve setting was between 30 and 200 where no setting should exist. It appears that the valve is over-draining, options were discussed which included placement of the valve and checking the entire system as well as removing the ventriculoperitoneal shunt system entirely. The valve appeared to be intact upon removal.